Manufacturer narrative:
The wolverine cb mr, ous 10mmx2.50mm was returned for analysis. Visual and tactile inspection showed no issues with the hypotube and shaft polymer extrusion. Microscopic examination showed no tears or pinholes in the balloon, no issues with two of the blades or any of the blade pads, and the proximal end of one blade lifted. There were no issues with the tip or markerbands.

Event description:
Reportable based on device analysis completed on 20mar2025. It was reported that a catheter issue occurred. The target lesion was located in the left anterior descending artery. The 10 mm x 2.50 mm wolverine cutting balloon was selected for use, but due a tip defect, the wire did not fit into the tip. The procedure was completed with another product. There were no patient complications, and the patient condition was stable. However, device analysis revealed one of the blades was lifted.